Event description:
End-user reports that about two (2) weeks ago, she started to develop a sore area under the wafer closest to the stoma at about 4 o'clock to 6 o'clock positions. End-user describes the area as a shallow crescent shaped ulcer is reported to be smaller than a dime with a moist red wound bed, and the skin surrounding is also red. End-user also reports that she has had many ulcers around the stoma in the past, but they usually were not painful and went away after using a baking soda soak. Lastly, end-user states that this time, the ulcer is painful and burning, accompanied by a cramping feeling and rubbing sensation.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user has tried using a baking soda soak, and also covering affected area with a bandaid as well as an eakin cohesive seal. End-user was advised to consult her physician and a wound ostomy and continence nurse (wocn). It was explained to end-user that chron's niddm and pressure can all be factors relating to ulcer, and that convatec will send a flat skin barrier to reduce the pressure over the ulcer. Lastly, the use of stomahesive powder was discussed. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.